Manufacturer narrative:
(B) (4). (B) (4). The customer reported that the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device issue: bent - exchange sheath splitter. Time of device issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, before inserting the clip applier into the exchange sheath, it was felt that the exchange sheath splitter was bent at a 45-degree angle. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was provided.